Event description:
The procedure was conducted in the opearting room, where the physician prepped and dilated the patient and performed a d&c prior to the ablation procedure. The device was inserted, the liner was deployed, and pre-treatment tests were performed by the device. After the cryo treatment started, an error code 379 occured after about 35 seconds of treatment. The device was removed and vented, and the patient was discharged. The root cause for the malfuction was indeterminate, as the failure mode could not be replicated. Additionally, it was noted that the sheath was retracted to 7.5 cm for treatment in this case, which is outside of the indicated 6.5 cm maximum cavity length.

Manufacturer narrative:
Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health. Labeling for the cerene cryotherapy device states that the "treatment status and next steps" for error code 379 is "uterus partially treated, end procedure, do not re-treat." No injury or adverse events were reported. Medical device problem code (a) preferred term would be "electrial/electronic property problem" -> "discrepant values"